Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28 x 3.50 target lesion was located in the mildly tortuous left circumflex (lcx). Following deployment of a 28 x 3.50 promus elite stent at nominal pressure, a dissection at the proximal end of the artery was noted. A 16 x 3.50 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable following the procedure.